Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis of planned coronary procedure, and was completed using same system. The philips field service engineer (fse) inspected the system onsite and confirmed that image processing pc(ip-pc) was not booting normally. Upon inspection, fse determined that the ip-pc's os disk was defective. The fse replaced the ip-pc's os disk, reinstalled the ip-pc's software and recreated image store. After replacement of the ip-pc's os disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not start up. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.